Event description:
The injector flow rate was set at a rate of 1cc per second on the pt. The setting was being overridden and the injector injected at a rate 5cc per second instead. A new cable and remote was sent to the facility and appears to have corrected the problem. Incident dit not result pt harm or injury.